Event description:
This dialysis center normally re-uses dialyzers 36 to 38 times. Recently, the clinic reported that three dialyzers from the same lot developed a leak sooner than expected during re-use. All dialyzers at this clinic are reprocessed manually using renalin. The only consequence to the pt was blood loss described as minimal and estimated as < 200 cc. This dialyzer reportedly leaked during it's third use. 9681834-1998-00006, 9681834-1998-00007, and 9681834-1998-00008.